Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - drill. Reported event was unable to be confirmed as mo product was returned or pictures provided; visual and dimensional evaluations could not be performed. The provided picture was of a different device, and not of the reported device. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : requested but not returned by hospital

Manufacturer narrative:
(B)(4). Report source: poland. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the reamer was fractured while reaming the medullary canal. Attempts have been made and there is no further information at this time.